Event description:
Cardiac catheterization was done, blockages were seen. Angioplasty was done to hopefully alleviate/get rid of the blockages. The angioplasty instrument/balloon that was used ruptured the circumflex artery. Immediate surgical intervention was required to repair the rupture.